Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which confirmed that a post-implant bav was not performed.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve in a patient with a calcium score of 160, a small amount of calcification at the valve leaflet, an annulus perimeter of 66 mm, and an annulus area of 340 mm^2, the valve was inserted into the patient and deployed. Following deployment, the valve dislodged and was recaptured. Several more attempts were made at deployment, but each resulted in a dislodge with recapture. During one of the deployment attempts, atrio-ventricular block (avb) was noted. The valve was withdrawn from the patient. Subsequently, a new valve was implanted in the patient. Due to the avb, the patient left the procedure with temporary pacing. No additional adverse patient effects were reported.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was performed, and a post-implant bav was also performed. The patient was rapidly paced during post-dilation. Additionally, the avb that occurred was complete heart block (chb). No additional adverse patient effects were reported.